Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 420 mg/dl. The customer did not mention any symptoms of their blood glucose levels. Customer's blood glucose value was unknown at the time of the call. Customer stated she could not get her programming from old insulin pump to her new insulin pump and does not have basal set up. The customer was assisted with programming. The customer was neither in emergency room, nor admitted into a hospital. Customer declined to troubleshoot for high readings. The product was not returned for analysis.